Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05793. It was reported that the patient developed infection. The leads were explanted and replaced. The patient was stable.

Event description:
New information states that the physician does not believe abbott products contributed to the infection.